Manufacturer narrative:
This is a legal case and no additional information will be provided or available. There is no information regarding intervention. We are reporting this case out of caution.

Event description:
Pt: male, approx 20 yrs old. Healthy/no meds. Had seizure during procedure . (After 1st energy was delivered). Note: case was submitted to miradry as a legal case. No additional information is available.